Manufacturer narrative:
Continuation of d10: product ID: wr9220. Serial# (B)(6). Product type: recharger. Product ID: wr9220. Serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the patient was unable to find a ride to their appointment. The cause of the recharge connection difficulties was determined to be pair recharger to programmer. Ins was slightly tilted in pocket which most likely contributed to the issue.

Manufacturer narrative:
Event description was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the patient was unable to find a ride to their appointment. The cause of the recharge connection difficulties was determined to be due to pairing recharger to programmer. Ins was slightly tilted in pocket which most likely contributed to the issue. No surgical intervention was planned.

Manufacturer narrative:
Event date is approximate, see b5. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the rep received a call from a nurse regarding a patient who was having issues recharging. The caller mentioned the patient is on her second recharger and connects but then loses the coupling. It was discussed that most likely the patient was not finding the recharging "sweet spot" and to have patient try different positions. Also explained the lower portion of the recharger is the more active. No symptoms were reported. Additional information was received from a consumer and a manufacturer representative. It was reported that the issue had first been noticed thursday (B)(6) 2021. The cause of the coupling issue was unknown. The location of the ins was reported as the patient's left buttock at greater than 1 inch deep. The patient did not use the belt while recharging. The rep was going to meet with the patient on (B)(6) 2021to review the issue. The patient was unable to charge to 100% at the time, but was going to charge to 100% in stages. The patient's doctor had been notified. On (B)(6) 2021 the rep called into technical services. The reason for call was caller stated that patient (pt) was able to recharge; however, the pt couldn't connect to the wireless recharger(wr) application(app). The pt started having trouble recharging a month ago and then they couldn't connect to the app to get recharging status. Technical services(ts) had caller made sure only the wr app is open, toggle airplane mode and tried to connect app to wr. Ts then had caller enter the wr serial number manually, but that didn't work. They docked the device and push power button and that didn't work either. Ts then had field staff(rep) reset by pushing power button for 30 seconds. Rep did reports 3167 error code. Wr was eventually able to be picked up by the app. The pt then had trouble with recharging where device, where it started to recharge and then lost connection. The rep was eventually able to reposition to get good connection. Pocket assessment showed that ins has moved a little and rep can only feel 3 of the edges. Pt does have a lot of adipose tissue. Ts suggested monitoring implant site, since pt is still able to recharge adequately it is not an issue for now. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.